Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed a false positive architect total b-hcg for a 52-year-old female. The following results were provided (reference range 0-5.00 miu/ml): sid (B)(6), (B)(6) 2025, initial b-hcg result= 5806.65 miu/ml; repeat result= 2.94 miu/ml; blood was recollected with a result= 1.58 miu/ml; additional repeat results= 2.82 miu/ml, <1.2 miu/ml; colloidal gold method= negative. A b-ultrasound was performed and was found to be normal. There was no additional impact to patient management reported.

Event description:
The customer observed a false positive architect total b-hcg for a 52-year-old female. The following results were provided (reference range 0-5.00 miu/ml): sid (B)(6), (B)(6) 2025, initial b-hcg result= 5806.65 miu/ml; repeat result= 2.94 miu/ml; blood was recollected with a result= 1.58 miu/ml; additional repeat results= 2.82 miu/ml, <1.2 miu/ml; colloidal gold method= negative a b-ultrasound was performed and was found to be normal. There was no additional impact to patient management reported.

Manufacturer narrative:
After further evaluation, the suspect medical device was changed from architect total b-hcg reagent kit, list number 07k78-77, abbott ireland diagnostics division to architect i2000sr processing module, list number 03m74-02, abbott laboratories. MDR number 3016438761-2025-00109 has been submitted and all further information will be documented under that MDR number.